Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip did not extend out. They could not get it out of the sheath. No pt complications were reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).